Event description:
The infusion pump was involved in an overdelivery of a chemotherapy solution. Reportedly one of the channels of the pump was programmed at 47 ml/hr. When the IV bag should have had 657 ml left, only 250 ml remained. The amount infused displayed on the pump showed 432 ml, however approx. 900 ml infused actually. The infusion pump was removed from use. No pt injury was reported.